Event description:
It was reported that there was no egm on one of the patient's episodes and there were 20 pages of markers for that one episode on the implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the electrogram (egm) pre-storage data was missing/invalid. Episode 23 has only markers on transmission printouts. Concomitant products: 4457 boston scientific competitor lead, implanted 2013 (B)(6); 4470 boston scientific competitor lead, implanted 2013 (B)(6). (B)(4).